Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she is experiencing low blood glucose levels. Customer's blood glucose reading was 56 mg/dl. Customer stated that she is having issues with the insulin pump. Customer stated that she had a heart attack and bypass surgery and the hospital made her remove the insulin pump. Customer stated that the insulin pump will not display her blood glucose levels during a bolus. Customer stated that the meter is not communicating with the insulin pump. Customer stated that her basal rate settings were not listed according to what her doctor stated they are supposed to be. Customer's current blood glucose reading was 106 mg/dl. Customer also reported experiencing high blood glucose levels as well. Customer's blood glucose reading was 443 mg/dl. Customer stated that her blood glucose is all over the place due to her heart issues. Product is not being returned or replaced.